Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related, the superior stent margin of the main body was sitting in a 32.9° infrarenal angulation creating poor apposition, creating a separation between the main body and the suprarenal cuff. Procedure related harms could not be determined. The clinical evaluation also shows reasonable evidence to reasonably suggest a type ii endoleak, the most likely causation for the event is anatomy related. The final patient status was reported as being discharged to home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal aortic extension on (B)(6) 2023. At the six (6) month follow up, a type iiia endoleak was identified. The physician elected to implant a afx vela infrarenal aortic extension to bridge the two pieces and the type iiia endoleak was resolved. The case was completed without any complications, and the patient was discharged home.